Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown nexiva diffusics flow rate was occluded it was reported by customer that rn stated this diffusics 20g was placed the same day (B)(6) 2025, had just finished giving fluids and drawing blood from IV and was complaining there were clots forming in the IV so she needed to remove it. I went with her to bedside and noticed the whole IV as well as extension tubing of nexiva were filled with blood. Rn stated she tried to flush immediately after drawing blood but could not and she knew it was because of clots. She removed the IV and showed me. I took a picture of the IV which I will submit here. Verbatim#: ed rn stated this diffusics 20g was placed the same day (B)(6) 2025, had just finished giving fluids and drawing blood from IV and was complaining there were clots forming in the IV so she needed to remove it. I went with her to bedside and noticed the whole IV as well as extension tubing of nexiva were filled with blood. Rn stated she tried to flush immediately after drawing blood but could not and she knew it was because of clots. She removed the IV and showed me. I took a picture of the IV which I will submit here.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of flow rate slow/occluded was not confirmed upon inspection of the photo. Bd was not able to confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.